Event description:
Impactor was cracked.

Manufacturer narrative:
This is a duplicate report of 1818910-2015 -10096 . This report, 1818910-2014-35380, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2015-10096.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted impactor confirmed the fracture. A complaint search found other reported incidents of breakage/damage. Previous investigations found evidence the impactors were not properly aligned prior to impacting, contributing to fracture. Examination of the current returned impactor showed some gouging. The root cause is being attributed to misuse. Trends are currently being monitored through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.